Event description:
On (B)(6) 2012, the reporter contacted animas to report the remaining insulin level detected by the pump was incorrect. The patient noted after obtaining a "low cartridge" alarm on the pump, the cartridge was removed and discovered to have 50 units left. During the troubleshooting telephone call, the cartridge was filled with 100 units insulin, and the pump read 87 units left. There were no issues detected with the cartridge or the cartridge cap. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the there was no activity outside normal patient use observed in the black box. The remaining insulin was calculated accurately during testing. Evaluation revealed the pump was primed until 10 units remained in the cartridge at which point a low cartridge warning was given and the cartridge was removed and 10 units was visually confirmed remaining. There was no defect found. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation revealed that there was moisture in the battery compartment.